Event description:
It was reported that during surgery, the handle was not engaging as designed. They needed to rotate handle 360 degrees for effect. The ratchet handle was able to perform the up and down motion. The ratchet was not stuck on mesher. There was no patient harm or surgical delay reported. Due diligence is complete; no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: australia.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the ratchet gear was stuck and could not rotate. The ratchet gear, sliding pin, and bottom roller were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.